Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems experienced leakage, and defective tubing. The following information was provided by the initial reporter: the product was found to have leakage in the extension catheter base during use. When the patient received intravenous infusion after the indwelling superficial vein catheterization, after the puncture, the patient's blood returned from the indwelling needle normally, and the blood spilled from the root of the needle hose, the indwelling needle was immediately removed, the indwelling needle and intravenous infusion were replaced, and the explanation work was done the nurse performed the indwelling superficial vein catheterization and blood sampling for the patient. The next day, the patient's blood dripped on the ground from the rupture of the indwelling needle connecting tube. The indwelling needle was immediately removed, the indwelling needle was replaced, the blood sampling was done, and the explanation was done.

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems experienced leakage, and defective tubing. The following information was provided by the initial reporter: the product was found to have leakage in the extension catheter base during use. When the patient received intravenous infusion after the indwelling superficial vein catheterization, after the puncture, the patient's blood returned from the indwelling needle normally, and the blood spilled from the root of the needle hose, the indwelling needle was immediately removed, the indwelling needle and intravenous infusion were replaced, and the explanation work was done the nurse performed the indwelling superficial vein catheterization and blood sampling for the patient. The next day, the patient's blood dripped on the ground from the rupture of the indwelling needle connecting tube. The indwelling needle was immediately removed, the indwelling needle was replaced, the blood sampling was done, and the explanation was done.